Event description:
The following has been reported: biomed reported: "pump sn: (B)(6) has a pump service needed message at start-up." No patient harm. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure. The device was attached to a bracket and powered on. A red pump service alarm was observed after the device had powered on. Log files were reviewed and pneumatic valve 4 actuation failures were present. The device was opened to inspect for internal damage and run testing on the pneumatic system. No internal damage was identified. The pneumatic system failed to pass hardware testing, indicating a valve 4 actuation failure. The valve will be replaced during repair before the device is sent to the test line for full functional testing.